Manufacturer narrative:
Arjo received information about an event involving maxi 500 passive floor lift and sling. It was reported by an arjo distributor that during transfer, the patient fell out from the sling. Initial information provided suggested that several cases of patient fall happened in the facility. The arjo distributor contacted the customer to gathered additional information regarding the event circumstances. The facility did not provide information regarding the number of cases that occurred but stated that there was no connection between the falls and the device itself and that the events occurred a long time ago. There was no allegation that the arjo device failed to operate. The instructions for use for maxi 500 (IFU 001.20815.en rev 13) informs the user, step by step, how the lifting procedure shall be performed. IFU also clearly states that every caregiver must be trained and familiarized with the device. According to the information provided in the IFU: ¿the maxi 500 floor lift must always be handled by a trained caregiver, as per instructions herein, who shall attend to the patient during lift operation.¿ ¿make sure that all clips are correctly engaged. Failure to do so could result in patient fall.¿; ¿only use arjohuntleigh slings with the maxi 500 floor lift. Use of non-approved slings could result in patient fall.¿ taking into account all facts and information collected in a course of this investigation, we cannot determine the cause of the reported fall. Despite our best efforts, the customer did not reveal information related to event circumstances and patient outcome. If additional information become available, a supplemental report will be submitted. To conclude, the arjo device was used for a resident transfer. There was no indication that the maxi 500 device failed to meet its manufacturer specifications. Due to limited information gathered, it was impossible to establish the root cause of this event nor ascertain the relationship between the device and resident fall. The complaint was decided to be reportable due to the allegation that the patient fell and sustained injuries.

Event description:
Arjo received information about an event involving maxi 500 passive floor lift and sling. It was reported by an arjo distributor that during transfer, the patient fell out from the sling. Initial information provided suggested that several cases of patient fall happened in the facility. The arjo distributor contacted the customer to gathered additional information regarding the event circumstances. The facility did not provide information regarding the number of cases that occurred but stated that there was no connection between the falls and the device itself and that the events occurred a long time ago. There was no allegation that the arjo device failed to operate.